Event description:
The consumer reported that after the device was implanted permanently, her urgency and frequency problem returned. At the time of this report, the patient was ready to have the device removed. The patient noted it was not worth the trade-off was for the pain. The patient reported the same complaint from the trial about pain felt on the left side of her tailbone from overstimulation post implant. No further information was reported about this event. Follow up is being conducted about the circumstances that led to this event and the steps taken to resolve this event. Additional information received from the patient reported that she first started experiencing the return of frequency and urgency symptoms and pain from overstimulation after permanent implant on (B)(6) 2015. The last three days of the trial the results were very good when she was feeling the fluttering on the left side of her tailbone, but after the implant on the right side her problems were the same as before surgery. She had appointments with her managing physician on (B)(6) 2015. The doctor set a different program and a manufacturer representative also set it to a different pro gram over the phone, but neither program helped. The patient tried resetting it to a different program on (B)(6) 2016 and had a slight improvement, but it was still not satisfactory. She also had a lower back pain every day and never had back pain before the surgery. Additional information from the consumer reported that the implantable neurostimulator (ins) stuck out when she was laying down. There was pain at the ins site. This had been since implant. There was no fall, trauma, medical test or environmental exposure related to this issue. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient had been reprogrammed by the health care professional (hcp) 2 times; (B)(6) 2015. There was possibly a 3rd time on an unknown date. The manufacturers¿ representative helped the patient by phone to change programs. The symptom control had not been helped at all. Patient services helped the patient change programs and increase stim to a comfortable level. 1.9v was comfortable in all positions on program 4. The patient planned to monitor symptoms and follow up with the health care professional if needed. The symptoms reported were sciatic pain on the left side, tailbone hurting when she sat and urinary leakage (not a 50% reduction). There was a sudden change in therapy/ symptoms. She had sjogren¿s syndrome and needed to drink a lot of water due to this condition but she could not due to her lack of bladder control. The leakage was better than it was before implant but still unsatisfactory as she urinated before she sat down. Further information reported that the programs were changed again. The patient went from program 3 at 3.5v to program 4 at 1.9v. 2.1v and 2.0v produced a burning sensation. They changed the programs as the patient¿s symptoms were not controlled and increasing stim on program 3 was too strong so she wanted a different program. Additional information from the consumer reported that in regards to the device sticking out, it had been that was since it was installed. There were no steps to resolve that issue. The lack of benefit was not resolved at this time. On 2016- nov-09 additional information received from the patient reported that she had her ins revised (B)(6) 2016 because she was not getting therapy effect where original ins was implanted on the right side since implant on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.